Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that over past 5 months, approximately every other week, the end user had leakage underneath his wafer onto his skin. His wife applies product along with other caregivers and she noted a few months ago that there were products in which the center hole was not in the center of the wafer. She told the end user that she believed that was the reason why he was experiencing leakage. There were unknown number of wafers from unknown number of market units over the past 5 months. No photo is available at this time.